Event description:
It was reported that during a lobectomy, the device fired malformed staples, delivered an incomplete staple line, and did not cut. Additional sutures were used to complete the procedure. There was no adverse consequence to the patient.